Event description:
It was reported that, the patient with this right ventricular (rv) lead was present at the clinic. The field representative indicated that the patient was either in bigeminy or sensing t waves. Boston scientific technical services (ts) discussed that the morphology channel looks similar when atrial paced follow by ventricular pace with bigeminal premature ventricular contraction (pvc). A loss of capture (loc) was suspected. This rv lead remains in service. No adverse patient effects were reported.